Manufacturer narrative:
The operator of an atellica im 1600 instrument contacted siemens to report that after scanneing a new master curve card (mcc) the customer definable settings for automatically order calibration and quality control (qc) statistics violation were reset to the default values for several tests. The operator stated that no patient samples were affected. An urgent medical device correction (umdc) asw21-01.a.us was sent to us customers and an urgent field safety notice (ufsn) asw21-01.a.ous was sent to outside the us (ous) customers in (B)(6) of 2020. The umdc and ufsn explain the behavior described above and requests customers to ensure that after scanning a new version of the 2d master curve and test definition barcodes included in the reagent package, the settings of the customized fields must be verified, if applicable, on the "setup/test definition/im test definition screen" and if necessary, customized settings must be re-entered. The umdc and ufsn delineate that software is being developed to resolve the behavior. To date, there are no allegations of injury due to this behavior.

Event description:
The operator of an atellica im 1600 instrument scanned a new master curve card (mcc) and found that the customer definable settings for automatically order calibration and quality control (qc) statistics violation were reset to the default values for several tests. The operator did not provide the names of the tests that were part of the mcc. There are no known reports of patient intervention or adverse health consequences due to the customer definable settings being reset to default after scanning the mcc.